Event description:
Customer stated her doctor said the insulin pump was not working properly, buttons are hard to press. Customer's blood glucose was 87 mg/dl. The act, esc, and bottom buttons were hard to press to get them to respond. Customer did not recall any significant events which may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.